Manufacturer narrative:
The manufacturer previously reported, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction/issue trilogy o2 pm1 kit, motor blower assembly, stirring fan foam, 43-micron filter was replaced as regulated by maintenance procedure to prevent failure. The power management board was returned to the product investigation laboratory (pil) for evaluation. The pil has determined that the suspected trilogy power management board (board) functions as designed and operates without issue or error code. With the suspect board installed in the test bed (stb), continuous communication and operation was verified through the charging process by the stb internal and detachable battery. However, the suspect board failed a test step at trilogy posttest station. Pil has determined that the underlying issue of test failure at pil is due to stray current paths, and suspect board sending current to someplace it does not belong. The suspect power management board (board) has been scrapped.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction/issue trilogy o2 pm1 kit, motor blower assembly, stirring fan foam, 43-micron filter was replaced as regulated by maintenance procedure to prevent failure.